Event description:
It is reported that the inner barrier was damaged. The implant fell to the floor when the outer barrier was opened.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.